Manufacturer narrative:
The axium coil was not returned for analysis as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of an m2 bifurcation aneurysm, the axium coil did not detach. It was reported that the physician placed the coil into the aneurysm and detached it per the IFU. Under fluoroscopy, the physician retracted the pushwire without coil movement. Fluoro was then stopped and the physician retracted the pushwire and found the coil was not in the aneurysm. Under x-ray the physician found the coil within the microcatheter. The microcatheter was retracted from the patient and the aneurysm was left uncoiled. No patient complications were reported.